Manufacturer narrative:
One remaining fragment of the complaint device has been sent to an outside laboratory for macroscopic and scanning electron microscopy (sem) evaluation. The sem analysis showed no significant abnormality such as tear, extensive filament rupture, sectioning, loss of the textile cohesion or hole, neither macroscopically nor ultrastructurally. The presence of collagen was confirmed. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective.

Event description:
During a vascular axillo-bifemoral surgery performed on (B)(6) 2014, the graft was reported to leak. The bleeding was self-contained, the hemostasis was achieved after an unknown amount of time. The graft remained implanted, the surgery was completed without any adverse outcome for the patient.

Manufacturer narrative:
(B)(4). A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing records of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. ((B)(4)) one retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective.